Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was to be used during a rfa (radiofrequency ablation) procedure. According to the complainant, while unpacking the device, the tines of the array were found to be bent. The procedure was completed with another leveen coaccess electrode system . There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.